Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter was displaying an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged issue occurred on an unknown date around ¿a month¿ prior to the alert date of (B)(6) 2015. The reporter stated that the issue has been ¿ongoing since she stared to use meter and strips¿. The patient informed the csr that they regulate their diabetes with oral medications- metformin, diet and exercise and continued with her usual dose of medications (including sliding scale) in response to their regular diabetes management regimen routine as a result of the product issue. It was noted that the patient had not been testing her blood for approximately 10 days. The patient reported that ¿yesterday¿ she tested on the meter and obtained a reading of ¿25.6mmol/l¿. The patient denied taking any treatment. At the time of trouble shooting, the csr confirmed this was not the first time the product was being used, the patient testing technique was correct, the test strips were stored correctly. However, the test strip did not completely draw in the sample. The csr walked through a retest with the patient and the patient was unable/unwilling to answer if the issue had been resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 5/15/2015 device evaluation. The lay user/patients meter has been returned on 5/4/2015 and further evaluated by lifescan product analysis on 5/12/2015 with the following findings error 4 message observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint were returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.